Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery failure due to malfunction of battery. The battery was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that there was a battery failure.